Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer filled the cartridge with cold insulin. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.